Event description:
During code, lifepak 20 when turned on initially came up with a blank screen with lines on it appearing to have a broken screen. 2nd crash cart obtained. After case finished screen still appeared broken, turned on then off and it then appeared fine and functioning properly.